Manufacturer narrative:
Concomitant medical products: evolutr-29-us valve, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient is deceased and the cause of death was indicated as sepsis. The cause of sepsis was requested and not received.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.